Event description:
Reporter indicated that vns patient was diagnosed with left vocal cord paralysis. It was reported that the pt previously experienced voice alteration but that it had worsened. Treating neurologist indicated that the pt was also experiencing choking-like asthma and that pt believed that the events were related to the vns therapy. Neurologist indicated that he did not believe that the events were related to implant surgery because they occurred some time after vns implant. Programmed parameters were decreased in an effort to let the vocal cord heal. Further follow-up revealed that the pt's voice was improving, but that the right vocal cord was compensating for the left vocal cord paralysis.